Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was removed, and a different device was used.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered stent otw was to be implanted in the esophagus to treat a stricture during an esophageal stent placement procedure performed on (B)(6) 2025. During the procedure, the agile stent was deployed and was in good position. However, within a few minutes of deployment, the stent migrated into the stomach. The stent was subsequently removed, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event.